Manufacturer narrative:
The device was received and evaluation was completed. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The failed downstream occlusion test was verified. The cause was determined to be the downstream sensor out of calibration and therefore was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion test. There was no patient involvement. No additional information is available.